Manufacturer narrative:
This report is submitted on may 04, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported the patient experienced skin overgrowth and infection at abutment site (date not reported); subsequently the patient's abutment was removed. The implanted device remains.